Manufacturer narrative:
Pt identifier: not provided. No sample was returned for analysis. During follow-up with hospital staff, it was learned that new surgical headlights were used. As new surgical lights were used, it may be possible that the symptoms may have been the result of excess heat generated and/or the vicinity of the light placed in proximity to the surgical area. The product instructions for use (IFU) states the drape should be applied without tension. The IFU also states the drape should be removed by gently peeling it back at a 180-degree angle from the skin. End of report.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer.